Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the black box shows a 0.00u basal rate from (B)(6) 2015 14:58 until the end of pump use. Pump powers on with vibratory and audible features. Ezprime sequence was successfully completed. Investigators successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. The pump was exercised for 24hr duration period; no eaw¿s were duplicated during testing. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) above 600mg/dl with nausea, vomiting, and large ketones. The patient was taken to the hospital and treated with IV fluids. This report is being made due to the bg excursion the patient due to an alleged history setting issue.